Manufacturer narrative:
Info is limited at this time. The device remains implanted and x-rays were not provided for review. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
On 15 july 2010, pt had spinal surgery, l2-l5 instrumentation was performed. On (B)(6) 2010, it was found that the screw used at l5 was broken. Pt has a non union at l4-l5. There is no plan to perform another surgery. The pt is being monitored. As this could result in the need for surgical intervention, an MDR is filed to document this event.